Event description:
The company received info that suggested that the cuff would not stay inflated while in pt use. The customer reported that the pt was re-intubated and no harm was reported. The customer discarded the sample.